Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 10mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using an 8f amplatzer trevisio intravascular delivery system. Transesophageal echocardiography (tee) was used to measure the defect. The dimensions of the defect were measured as 2mm x 12mm. Fluoroscopy and tee were used during the procedure. One recapture was done to facilitate a better apposition to the septum. A stability check was performed with satisfactory results. The device was successfully implanted. 3 hour post-procedure the device embolized into the abdominal aorta. The device was re-captured with a transcatheter snare and a new unknown larger-sized device was successfully implanted. There were no adverse effects to the patient. The embolization was believed to have been caused by the undersized device.

Manufacturer narrative:
An event of device embolization into abdominal aorta. Was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received the cause of the reported incident could not conclusively be determined but may be as a result of under-sizing as suggested by the field. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.